Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformance's, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and was not returned. Physician believes that the catheter migrated during the implant procedure. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter revision. It was reported that the patient never received the pain relief they were expecting from the time of implant. A dye study was performed which noted that the catheter tip had moved to l5. The physician speculated that, when the catheter was placed, it traveled retrograde and ended up at l5. During the revision, the old catheter was left in the patient.